Event description:
The recipient reportedly experienced an infection at the postauricular incision site. The recipient was hospitalized (B)(6) 2015, and the recipient was treated with bactroban, IV clindamycin and ceftriaxone. On (B)(6) 2015, the recipient was discharged and prescribed oral cefdinir. The recipient was treated with antibiotics for a total of 10 days. The recipient is being monitored.